Manufacturer narrative:
The referenced ischemic stroke was reported under medwatch MFR report #2916596-2015-00122. Approximate age of device - 2 years. The user facility report # 3901330000-2016-8025 is attached. The report of suspected device thrombosis could not be confirmed because the device was not returned for evaluation. A specific cause for the reported low flow alarms and the events leading up to the patient's expiration as well as a correlation with the device could not be determined through this evaluation. The instructions for use lists thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. A user facility medwatch report was received that states: the patient presented to ed with a ¿red heart alarm on the lvad.¿ it was alarming 2/2 low flow (<2.5lpm) going through the pump. Echocardiogram indicated the pump was malfunctioning probably 2/2 pump thrombosis. Inr was therapeutic on admission. Patient declined removal of the lvad. Pump speed was reduced to 7800rpms and the alarm stopped. Patient was discharged home on hospice care. He died at home. The funeral home was unable to explant the device. Other pertinent info: patient and his family declined to have the lvad explanted and a replacement implanted due to his declining functional abilities.